Manufacturer narrative:
Device was initially received for the complaint that the device had a battery compartment near latch that was damaged. During investigation found the dso (downstream occlusion) seal detached. This malfunction makes the event reportable. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the battery compartment damaged, lens damaged, dso seal detached. Also, during visual inspection was found that dso seal was detached on the large side, lens was found scratched and delaminated. All defective components were replaced with new ones. The performance verification test was performed.

Event description:
It was reported that the device had a battery compartment near latch that was damaged. During investigation found the dso (downstream occlusion) seal detached. This malfunction makes the event reportable. The product fault occurred during testing and there no patient involvement.